Manufacturer narrative:
(B)(4).

Event description:
The patient reported poor communication and a loss of stimulation and symptom control. She did use an antenna and confirmed it was secure, but could not sync with the implantable neurostimulator (ins). She had not felt stimulation or had therapy relief in quite some time. The patient was seen by a nurse in (B)(6) 2015 and started to feel stimulation again very briefly, but had not felt anything since late (B)(6). She never regained symptom control. The problems reported were considered a sudden change; the therapy issues beginning in (B)(6) 2015 and the poor communication on (B)(6) 2015. The patient's indications for use were urinary dysfunction and sacral nerve stimulation. The cause of the sudden changes and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.